Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2012; d314trm, implantable defibrillator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead migrated, resulting in the patient experiencing diaphragmatic stim. Lv pacing was programmed off, and the lead remains implanted. A year later, the patient began experiencing diaphragmatic stim once more. It was determined that the lv capture management continued to run despite the lead pacing being programmed off, which resulted in the new instance of stimulation. Reprogramming was recommended, and the lv lead remains implanted. Additionally, the right ventricular (rv) lead exhibited a rise in thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.